Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to a syncopal episode and lightheaded episodes over the last week. It was reported that the right ventricular (rv) lead exhibited loss of capture, unstable thresholds and high and variable impedance. The lead also was reported to have a confirmed fracture, oversensing and noise. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.